Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent and site was irritated. As treatment, a new pod was applied and correction dose of insulin was delivered.

Manufacturer narrative:
The received device did not have any damage to the soft cannula. The needle mechanism and cannula assembly were inspected, and no abnormalities or deficiencies were found that could cause high blood glucose levels or skin irritation. Corrective date: lot no to l43505, serial no to (B)(4), expiration date changed to 5/29/2019, unique identifier (UDI) # changed from (4)(4) changed to (B)(4). Device mfg date changed to 11/29/2017.